Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: vascular spasm or vascular trauma (e .g ., ilio-femoral vessel dissection, bleeding, rupture). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, a patient underwent staged endovascular treatment after a total arch replacement and an open stenting of a thoracic aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system (ctagac) and gore® dryseal flex introducer sheath (dsf). During the treatment, attempt was made to advance a 24 fr dsf from right access, however it was not able to be advanced. After the dilator was advanced, attempt was made to advance the 24 fr dsf again. It was advanced than earlier, however it was not able to be advanced from the right external iliac artery. A 37 mm ctagac was inserted smoothly and implanted. Attempt was made to implant a 45 mm ctagac proximally, however it caught on the common iliac artery and was not able to be advanced. As blood pressure began to decrease, the ctagac was removed and a angiography was performed, which revealed an access vessel trauma. To treat dissection from the right common femoral artery to the right common iliac artery and blood leak at the right external iliac artery, additional stent grafts were implanted. The patient tolerated the procedure. The physician will consider about the proximal stent graft implantation later. The physician stated that although he was aware that the access vessel was narrow, the use of a 24fr sheath was decided and it may have been unreasonable. Probably the dissection occurred when the dilator was advanced and dilating the access vessel, and although the 37mm ctagac was fine because of its small size, the 45mm ctagac may have caught on the common iliac artery and damaged the vessel when it was pushed up.